Event description:
Per the clinic, the patient experienced dizziness with and without stimulation, twitching, vertigo, poor sound quality, and poor performance with the internal device subsequent to sustaining fall. Troubleshooting at the clinic did not resolve the issue. Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure.